Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the system leak test. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of event : (B)(6) 2019.. Customer reported that the unit cannot be located. They will call in a new complaint once the ventilator is on hand. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer reported that the unit cannot be located. They will call in a new complaint once the ventilator is on hand.